Event description:
It was reported that a spectrum wireless module had an improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem battery error/improper shutdown was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The wireless battery module (wbm) deemed unserviceable due to corroded contacts. Should additional relevant information become available, a supplemental report will be submitted.